Event description:
The customer reported that they had five cases of endophthalmitis with procedures done by four different surgeons. Two cases occurred in 2008, and three cases occurred in the following month. Three of the five cases cultured bacteria. The facility had been reusing phaco tips, but have since stopped that practice. The customer also mentioned that they have had plugged tips. The sterile processing technician also noted that hey had some degradation of the rubber mats in the cataract trays (like glue was flaking off). The cataract trays have been replaced. This report is for the fourth of five cases. No cultures were done on the patient. No vitrectomy was performed. Additional mfg report numbers are: 1644019-2008-00016, 2028159-2008-00200, 2028159-2008-00201, and 2028159-2008-00202.

Manufacturer narrative:
The customer did not document the serial number of the infiniti system in their records. The customer was sent the following articles related to endophthalmitis and the cleaning and sterilization of instruments: "postoperative endophthalmitis, a guide to diagnosis & treatment", john a seedor, m.d. Et. Al., department of ophthalmology, the new york eye and ear infirmary, pp. 1-9. "Recommended practices for cleaning and sterilizing intraocular surgical instruments", ascrs/asorn special report, 02/16/2007. The customer was also sent the directions for use, which includes information regarding the proper cleaning and sterilization of the handpieces and phaco tips. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.